Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the system logs showed improper operation of the device's buttons. It was reported that the jaws of the device did not rotate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. During the investigation a secondary condition of vented batteries was detected that has no relationship to the reported condition. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, before resecting tissue, when the user tried to rotate the device, the upper right button was pressed, but it did not respond. The procedure was completed by using a different handle, and the problem was not solved when it was tested with another shell. Another power handle was used instead. There was no patient injury.